Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer¿s blood glucose level was not adversely impacted. During the call, the pump began charging successfully, reaching 100% with the original charging supplies. No further assistance was required.